Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, a patient expired. On 05-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a total benign hysterectomy procedure performed on (B)(6) 2021, ¿a blade from a trocar hit a vessel¿ the specific vessel that was injured was unknown. In addition, the brand and type of trocar was not provided. There was an unspecified amount of excessive bleeding which was unable to be controlled and the patient expired on (B)(6) 2021. On 11-mar-2021, isi obtained the following additional information regarding the reported event: the site¿s operating room (or) director indicated that there is no allegation of a system malfunction since a da vinci system, instrumentation, and accessories were not involved in this case at all as the system was not docked. The site would not provide additional information since da vinci was not involved.

Manufacturer narrative:
A review of the instrument logs was performed for a procedure on (B)(6) 2021 on system (B)(4) although the time of the procedure is currently unknown. Per the surgeon's procedure history, the surgeon performed two da vinci-assisted hysterectomy procedures on (B)(6) 2021. Review of the system logs found that there were no observed events that would suggest a product issue and logged events are in line with normal system functionality. A site review shows no complaints filed against the instruments that were use in either procedure. No image or video clip for the reported event was submitted for review. An isi medical safety officer medical review was completed and results were as follows: based upon the information in the description of events, the cause of the injury was due to an unnamed blood vessel injury during the placement of an unnamed trocar by the surgeon. The injured blood vessel led to uncontrolled bleeding and patient mortality. Based upon the information in the description of events I am not able to make any determination as to the extent of the da vinci system, instrumentation, and/or accessories to the vascular injury during trocar placement. This complaint is being reported due to the following conclusion: during a planned da vinci-assisted hysterectomy procedure, a blade from an unspecified trocar hit a vessel. There was an unspecified amount of excessive bleeding which was unable to be controlled and the patient subsequently expired the same day of the planned surgical procedure. However, the or director indicated that no malfunction of a da vinci system, instrument, or accessory occurred and the system was not docked to the patient.